Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on the windows update screen and was offline. A field service engineer (fse) replaced the hard drive, loaded a new system image, installed eset, component manager, and the rss agent, configured wsus and station settings, completed data synchronization to the server and verified successful access to the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system was stuck on windows screen for more than 2 hours. However, there were no delays or adverse events or injuries reported based on this event.